Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose value of 52 mg/dl. Customer treated for low blood glucose with food. Customer is also reporting a high blood glucose value of 437 mg/dl. Mode of treatment for high blood glucose is unknown. Customer has been using insulin pump within 48 hours of reported blood glucose event. Customer was not using automode feature at the time of the event. Insulin pump will not be returned for analysis.